Event description:
The customer stated that she was hospitalized due to hyperglycemia and diabetic ketoacidosis. The reported blood glucose reading was 515 mg/dl. The customer did not attempt to change the infusion set prior to the event. The customer's doctor stated that the high blood glucose caused minor damage to the heart. The customer stated that she will call back to perform troubleshooting on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.